Event description:
Patient noted a strong smoke odor as something electrical burning. Patient noted smoke from bed electrical cord. Patient unplugged bed, and reported incident to the staff. Engineering and bio-medical were called to the unit. The bed cord was black.